Event description:
Did any of the following happen? Other serious / important medical incident. Had inspire sleep apnea device implanted (B)(6) 2024, and activated on (B)(6) 2024. Started on level 1 for 1 week, then levels 2-5 for 1 week also. Started to have ear pain, headaches, throbbing in neck, jaw pain and trouble swallowing at level 6, so stayed there for 2 weeks. Went back down to level 5 on (B)(6) 2024 per advice from inspire. On the night of (B)(6) 2024, tum ed on inspire and was dizzy getting up to go to bathroom. Went back to bed and then woke up in a.m. Dizzy, so called in spire and was told to go level 4. Hung up phone and got very dizzy, had trouble talking, weak and nauseous feeling. Bio od pressure was 179/107. Went to ER and couldn't figure out how to sign my name so scribbled on paperwork and had trouble talking. They called a codestroke and got an MRI, cat scan and x-rays, which indicated I was okay and no stroke, but had vertigo, so got meds for that and got rid of dizziness and nausea and was able to speak normally again and was released with medications in case it happened again. Did not use inspire (B)(6) 2024 and slept better with none of the mentioned symptoms. Saw doctor (B)(6) 2024 and had an audiogram which showed no problems with my ears. Had an appointment with inspire rep (B)(6) 2024 for awake endoscopy. Found settings were way too high so changed the m. Was on level 1 for 2 weeks with no symptoms. Went to le vel 2 for 1 week, and as days went by, throbbing, trouble swallowing and jaw pain started again, and kept waking up off and on with poor sleep. On (B)(6) 2024 went to level 3, woke up next morning with throbbing in neck and turned it off early due to headache. Took tylenol, but started to feel dizzy, so took meds from ER for the vertigo and nausea and got rid of the pain, nausea and dizziness. Turned off inspire (B)(6) 2024 and will never use it again. Have appointment with inspire rep 07-09-2024 to deactivate it and talk about removal of it. Am still having jaw pain off and on. During this time, the only thing different in my life was I was using the inspire device, so I think it was the cause of my problems.